Manufacturer narrative:
Device eval: one used sample was returned. Visual inspection confirmed the failure as reported. Measurements were taken on the male luer taper and it was found to be within specification. The customer complaint could be confirmed, however, the cause of the rotator breaking could not be determined.

Event description:
The rotator broke at the high pressure tubing during injection on a pt with hepatitis c. There was no reported injury to the pt or the clinician.